Event description:
Implant fracture.

Event description:
IMPLANT FRACTURE.

Manufacturer narrative:
Implant regio 46 fractured. Construction was unknown. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical manipulation of the implant that caused fracture of the implant.